Manufacturer narrative:
(B)(4).

Event description:
It was reported "the arterial catheter was inserted on (B)(6) 2024. The day after the catheter was not inserted anymore." The device was discarded and another catheter was inserted. The patient's status is "unknown". At the time of this report, the customer has not returned our request for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the arterial catheter was inserted on (B)(6) 2024. The day after the catheter was not inserted anymore." The device was discarded and another catheter was inserted. The patient's status is "unknown". At the time of this report, the customer has not returned our request for additional information. If further information is received, the complaint file will be updated.